Event description:
A lifecor territory manager (tm) went to visit a patient to retrain the patient. While there, the tm found that there was water in the battery charger. He also found that one battery pack was giving "battery pack fault" flags. The tm replaced the patient's battery charger and battery pack.

Manufacturer narrative:
Device manufacture date. Battery pack. Battery charger. Device evaluation summary: device evaluations of battery pack and battery charger have been completed. The reported problem was confirmed. The cause of the battery pack not charging was a defective battery charger. The battery charger had a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 was positively identified. The tm reported that the charger was full of water. This caused a short between the pins of the connector and caused q1 and u13 to blow. The faulty charger was repaired. It was then retested and then made a demonstration unit. The battery pack was completely dead. It had defective cells. The root cause of the defective cells it not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this patient. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the damaged battery charger and battery pack. The patient received a replacement battery charger and battery pack.